Event description:
The manufacturer service technician reported that the device was received in several pieces with components missing while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
No new information.